Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the screen is flickering on avea ventilator. At this time, patient involvement associated with the reported event is unknown.